Event description:
The physician was unable to complete procedure due to the covidien monoject hypodermic safety needle occluding during injection. The physician tried two additional monoject hypodermic safety needles with the same result. Pt: 4582. Device: 2423. Ref: mw5189195, mw5189197.